Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately seven centimeters from the terminal pin. The helix was inspected and found to be within specifications. The helix mechanism was unable to be tested due to the lead being severed. Resistance and pressure tests were completed on each lead segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Outside of this lead being severed, detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Once the lead has been returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. No adverse patient effects were reported. A lead revision was performed but the helix would not extend during the procedure. This lead was explanted and successfully replaced with another lead of the same model. The explanted lead will be returned for laboratory analysis.

Event description:
The lead was returned.